Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer states that the insulin pump fell and clip broke as well as scratched on the screen. Customer states the scratch was on the lcd screen. The extent of the scratch was scratched enough to obscure display. Customer states they cannot read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. The lcd display does have some scratches; however the user is able to read whatever is displayed and navigate the menus. (B)(4).